Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers spouse reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose value was unknown. Customer reported no delivery alarm. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. Customer reported event was resolved by changing complete set. The insulin pump rewound itself. The customer wasn't present and wasn't able to complete the rewind process. The insulin pump will not be returned for analysis.